Manufacturer narrative:
Product investigation summary: two inserters for elastic nails (part number 359.219, lot: 3659645 / 8768253) were received. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Based on the returned condition, it is most probable that excessive hammering and/or improper maintenance over the life of each device resulted in the functional issues of the distal chuck. However, as the specific circumstances at the time of the damage and the maintenance of the devices are unknown, a root cause could not be definitively determined. The device from lot number 3659645 was noted to be marked ¿usms11/11¿; this etching is not specified per the design drawings and shows evidence of servicing from an outside provider post distribution. However, no ncrs were noted on the device. Further evaluation at the chu shows that the inserter is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). Information is provided by the elastic nail system technique guide. The returned devices were received with the tightening/loosening of the distal chuck slightly rough. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. Lot number 8608192 shows several dents on the blue handle and a few on the t-handle. Lot 3659645 shows numerous deep dents on the blue handle and some dents on the distal chuck and the t-handle peg. There is also impact marks on the proximal flat of each device which is intended for hammering. The blue handles are each marked, presumably by the user, with an ¿x.¿ the balance of each device is in working condition. The device from lot number 3659645 was noted to be marked ¿usms11/11¿; this etching is not specified per the design drawings and shows evidence of servicing from an outside provider post distribution. However, no non-conformances were noted on the device. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Based on the returned condition, it is most probable that excessive hammering and/or improper maintenance over the life of each device resulted in the functional issues of the distal chuck. While hammer marks would be expected on the proximal end where impact would occur, hammer marks would not be expected on the blue handle, t-handle peg, or the distal chuck, if the device was used as intended. Per the technique guide, it is essential to lubricate the inserter periodically with autoclavable oil to maintain smooth operation of the chuck. It is likely that using the inserter in an unintended manner and/or not properly maintaining the device as indicated in the technique guide contributed to the complaint condition. However, as the specific circumstances at the time of the damage and the maintenance of the devices are unknown, a root cause could not be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 25.mar.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while placing two (2) flex nails for a fractured femur, the inserter for titanium elastic nails, would not engage while torque/pressure was applied. The inserters reportedly seemed stuck and would not open or close under pressure. This occurred with two inserters. Eventually the inserters engaged. There was a five (5) minute surgical delay. There was no patient harm reported; no additional x-rays or other intervention. Surgical procedure was completed successfully. This is report 2 of 2 for (B)(4).